Manufacturer narrative:
Product event summary : the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 4092 lead implanted (B)(6) 2006, 4592 lead implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one month after the implant procedure at a routine clinic visit, the device site was bleeding and the incision site was open. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection, a temporary pacing lead was used, and then the system was later replaced. No further patient complications have been reported as a result of this event.